Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported renal dysfunction could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for these events could not conclusively be determined through this evaluation. The controller event log file contained events from 06dec2024. Transient low flow hazard alarms were captured throughout the file. Of note, the low flow events were associated with elevated pulsatility index (pi) values. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, renal dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses pump parameters, including pump flow and pulsatility index (pi). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The estimated low was fluctuating below 2.5 lpm alarm threshold. The estimated flows were averaging 2.2 to 2.4 lpm. Calculated pi was averaging 10.5 to 11.8 during these events. Most of these events were brief and did not generate any alarms. There were no unusual rotor faults, or any other abnormal pump faults were seen in the log files. There appeared to be no device issues causing these events. The patient did not have renal dysfunction prior to having the pump implanted. The left ventricular assist device (lvad) or lvad therapy was thought to cause or contribute to the renal dysfunction. The low flow alarms were due to high map. This was resolved with better blood pressure control. There were no patient symptoms during the low flow alarms. The low flows/high map did not cause or contribute to renal dysfunction. The low flows/high map was not related to the renal dysfunction.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient paged with nearly continuous low flow alarms overnight. Upon arrival to the hospital for evaluation their mean arterial pressure (map) was 102. The doctor did a beside echocardiogram (echo) and there were no acute findings. The patient was given one intravenous (IV) dose of hydralazine and was to be monitored for improvement in pulsatility index (pi) and flow. It was noted that the patient is currently not on any antihypertensives and recently was discharged from peritoneal dialysis due to renal recovery. The log files were reviewed and captured intermittent low flow alarms and a few momentary low flow estimates when pi was elevated on (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of renal dysfunction and hypertension could not be conclusively determined through this evaluation. It was reported that the patient had continuous low flow alarms. The patient went to the hospital and a bedside echocardiogram was performed but showed no acute findings. The patient was given intravenous antihypertensives and was monitored for flow improvement. It was also noted that the patient was recently discharged from peritoneal dialysis due to renal recovery. The account indicated that the patient did not have a history of renal dysfunction prior to left ventricular assist device (lvad) implant. It was thought that the lvad or lvad therapy caused or contributed to renal dysfunction. It was also noted that the low flow alarms were caused by a high mean arterial pressure. The alarms resolved with better blood pressure control. Additionally, no patient symptoms were observed at the time of the alarms. The controller event log file contained events from 06dec2024. Transient low flow hazard alarms were captured throughout the file. According to the account, these alarms were attributed to hypertension. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number mlp-048515. The relevant sections of the device history records for mlp-048515 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, is currently available. Chapter 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including renal dysfunction and hypertension. Chapter 6 of the IFU, "patient care and management", states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeter of mercury (mmhg) should be considered adequate. No further information was provided. The manufacturer is closing the file on this event.